Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was returned for evaluation. The root cause of the access site bleeding was a lack of vessel recoil onto the sheath. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the impella access site. The impella was explanted and replaced with a new impella cp to address the issue. The patient survived the procedure.